Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator had been dropped however it did confirm the customer comment of case damage and missing parts, both the upper and lower cases were broken and both bail covers, both bails, the ring and two case screws were missing. Analysis also found that the lens was cracked, the battery release contaminated, the ring cover and battery drawer were broken, the battery contacts were compressed and the keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned because it had been dropped and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.